Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criterion medically significant) and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding and dysmenorrhoea to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal infection ("vaginitis") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy and robotic total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, vaginal infection and dysmenorrhoea outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, pelvic pain and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: pif received : frd was (B)(6) 2020 ; events- pelvic pain , vaginitis event added . Date of insertion added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.